Manufacturer narrative:
On 10/30/2019, it was discovered that the conclusion code is missing: cause not established. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date was reported incorrectly in 3500a initial report. The actual awareness date was 4/17/2019. The due date for the report was 5/17/2019. In addition, date received by manufacturer was reported incorrectly as 5/23/2019. The actual date was 4/17/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/1/19, a correction was made per clinician review: chest injury code was removed from the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/9/2019, during analysis of the sample a rupture was observed running from the anterior to the posterior view within a crease, measurement approximately 10.5 cm. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It is possible that the root cause of the rupture was the fall the patient had. Also a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/17/2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, during analysis of the sample a rupture was observed running from the anterior to the posterior view within a crease, measurement approximately 10.5 cm. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: capsular contracture, rupture and trauma. This report contains supplemental information for mentor psr reference number .(B)(4) this device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian patient underwent primary breast augmentation with 450cc mentor memorygel breast implant and was presented with left side breast implant rupture secondary to fall trauma. The patient also had grade IV capsular contracture on the left side, and capsular contracture; baker grade iii on the right side. As a result, the device was explanted, and replaced with mentor memorygel breast implant 450cc, catalog number shpx450; serial number (B)(4), lot number 7649149 on the left and mentor memorygel breast implant 450cc , catalog number shpx450; serial number (B)(4), lot number 7678235 on the right side on (B)(6) 2019. This report is for the patient¿s left-sided device.